Manufacturer narrative:
Investigation summary: it was reported the tip of the syringe broke off into the IV stopcock. To aid in the investigation, three photos were provided for evaluation by our quality team. The photos show an IV stopcock with a luer tip inside. No other information could be obtained from the photos. This defect could occur if excessive force was applied while connecting the syringe to the stopcock. This is common damage induced with while connecting and applying excessive torque. A device history record review was completed for provided material number 309653, lot number 2153739. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the tip of the bd luer-lok¿ tip syringe broke off into the stopcock during use. The following information was provided by the initial reporter: "we had an issue today while connecting to an IV stopcock for infusion, the tip of the syringe broke off into the IV stopcock and we had to replace the whole tubing to complete the infusion."

Manufacturer narrative:
H6: investigation summary: it was reported the tip of the syringe broke off into the IV stopcock. To aid in the investigation, three photos were provided for evaluation by our quality team. The photos show an IV stopcock with a luer tip inside. No other information could be obtained from the photos. This defect could occur if excessive force was applied while connecting the syringe to the stopcock. This is common damage induced with while connecting and applying excessive torque. A device history record review was completed for provided material number 309653, lot number 2153739. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Event description:
It was reported that the tip of the bd luer-lok¿ tip syringe broke off into the stopcock during use. The following information was provided by the initial reporter: "we had an issue today while connecting to an IV stopcock for infusion, the tip of the syringe broke off into the IV stopcock and we had to replace the whole tubing to complete the infusion."